Event description:
It was observed during the device inspection, that the subject device exhibited foreign material in the air/water-cylinder and air/water tube. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the foreign material could not be identified and the root cause for the remaining foreign material could not be established. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from switch box and biopsy channel. The event can be detected and prevented by following the instructions for use (IFU). IFU states the detection method in gif-ez1500 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.